Event description:
It was reported the patient had ineffective stimulation and inadequate pain relief, and she wanted her system explanted. Follow-up indicated the system was removed. The date of explant is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.